Event description:
Dr called concerning 10 of his pts over the last 2 yrs that have developed colitis after endoscopy treatments. He stated that he uses welch allyn scopes and cidex 28 days solution as the disinfectant. The pts were treated with anti-apasmotic and medtol dose packs. The dr indicated that they did not have a validated protocol for rinsing and leak test in place.